Manufacturer narrative:
(B)(4). Product was not returned. Root cause attributed to patient's condition. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional related issues for this item. The condition is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported a patient underwent a right oss total femoral arthroplasty on (B)(6)2010. Subsequently the patient will undergo revision on an unknown date due to a fractured oss taper. A contributing factor to the fractured taper is the patient's weight per the physician's assistant . The pmi department will be making a custom component for the revision. No further information has been provided.